Manufacturer narrative:
Only the distal portion of the lead was returned for analysis. Analysis found that the insulation was abraded at 19.0 cm - 20.1 cm from the helix, due to friction with another device. The insulation was also abraded at 34.0 cm- 34.2 cm from the helix, due to friction with device can. Both abrasion breached the outer insulation and exposed the outer coil.

Event description:
It was reported that the lead exhibited noise. The atrial lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.